Manufacturer narrative:
An investigation was carried out into this complaint. Based on the information received, it appears most likely that the employee tripped over the cord of the flowtron universal pump and fell on knees suffering a back sprain and knee contusions. When reviewing similar reportable events, we have found 1 case with similar circumstances and the occurrence rate observed for this failure mode is currently considered to be very low. From information collected to date, there is no indication that arjohuntleigh system might malfunctioned and in that way have contributed to the event. It can be established that the flowtron universal system was found to have been to specification when the event took place. Based on the information gathered the system was not being used for patient handling at the time of the event but it appears it contributed to the adverse incident the employee's fall. A drill down analysis was conducted into this event. According to the event details provided, the flowtron cord was positioned alongside the bed outside of the bed wheels on the floor plugged into the wall outlet, not underneath the bed within the bed wheels. This was confirmed by the photo evidence attached to the complaint record. The most likely cause of it is user error - not following instruction for use (IFU) recommendations. Product IFU is provided with each device. IFU (507933en_04) includes safety warnings and information about safe and correct use of the product: "make sure that the mains power cable and tubeset or air hoses are positioned to avoid causing a trip or other hazard, and are clear of moving bed mechanisms or other possible entrapment areas". And note: "make sure system has been arranged so that the power cable and garment hoses do not pose a trip or strangulation hazard". We find this cause to be related with lack or insufficient training. This fact is even confirmed by the received information from the facility: "internal investigation conducted - determined to be an educational issue - reinforced that cords must be positioned inside the wheel area underneath the patient beds, and not alongside the outer areas of the bed". The received information and our evaluation as described above are showing that if the IFU's recommendations were followed there will be no risk for the user. The labelling for the device indicates the system should be used by trained personnel that are aware of the IFU contents. Arjohuntleigh suggests to remind the staff involved of the device labelling. This is to be communicated to the customer. We find this complaint to be reportable to the competent authorities.

Manufacturer narrative:
This report is being filed under exemption (e2012066) by arjohuntleigh, inc. (B)(4) on behalf of the manufacturer (getinge (suzhou) co., ltd.) (B)(4). This appears to be a "malfunction" type of event not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2016 arjohuntleigh received a customer complaint where it was indicated that facility employee received an injury caused by flowtron universal pump. It was reported that the flowtron cord was positioned alongside the bed outside of the bed wheels on the floor plugged into the wall outlet, not underneath the bed within the bed wheels. The employee tripped over the cord and fell on knees suffering a back sprain and knee contusions losing of one work day. Interventions required remains unknown. Internal investigation was conducted by the facility. It was determined be an educational issue - reinforced that cords must be positioned inside the wheel area underneath the patient beds, and not alongside the outer areas of the bed.